Event description:
It was reported that the insulin pump has a crack on the screen and condensation inside the screen. It was also stated that the customer has to frequently change the battery and it looses the settings. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.